Event description:
It was reported that a customer had an occlusion alarm with a cleo 90 infusion set. System check determined the issue to be the tubing. Customer reported high blood sugar levels of 340 mg/dl. Customer correction bolus via injection to stabilize the blood sugar. No injury reported.